Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gastric procedure on (B)(6) 2011 and suture was used. The patient developed post operative bleeding on (B)(6) 2013. The patient was resutured on (B)(6) 2011 to control the bleeding. The event resolved on (B)(6) 2011.